Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, the endostat ii electrosurgical unit would not deliver energy to the sensation polypectomy snare. The procedure was completed with the "cold" sensation polypectomy snare (cut without cautery). Subsequent bleeding at the polypectomy site was successfully controlled with three resolution clips. At the conclusion of the procedure, the patient's condition was reported to be fine. Following the procedure, the active cord and footswitch were tested on another endostat ii generator and worked fine. Then the active cord and footswitch were hooked back up to the original endostat ii and worked fine. The sensation polypectomy snare was not tested. The reason for original failure to deliver energy is unknown. On (B)(6) 2010, the patient called the physician complaining of pain and was instructed to make an appointment with the physician, but saw the primary care physician instead. The patient was admitted to a hospital on (B)(6) 2010 (the hospital is unknown and is different from the clinic where the original procedure was performed). At the hospital, another colonoscopy was performed, and it was discovered that the site was "oozing minimally", but a transfusion was ordered anyway. The site was cauterized, injected with epinephrine and clipped. The patient was discharged on (B)(6) 2010. The complainant was adamant that there was no problem with the cutting function of the cold sensation polypectomy snare or with the function of the resolution clips and that the patient's subsequent condition was very likely due to his failure to discontinue plavix and aspirin.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. A visual evaluation of the console found that the unit has two large areas of paint missing from side of chassis near power switch. A functional evaluation found that the customer complaint of "in monopolar mode unit intermittently does not work" could not be duplicated. No intermittent problems were found during the return evaluation procedure. However, all monopolar readings were high. It was recommended due to the condition of the returned unit that it be scrapped. (B)(4)

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, the endostat ii electrosurgical unit would not deliver energy to the sensation polypectomy snare. The procedure was completed with the "cold" sensation polypectomy snare (cut without cautery). Subsequent bleeding at the polypectomy site was successfully controlled with three resolution clips. At the conclusion of the procedure, the patient's condition was reported to be fine. Following the procedure, the active cord and footswitch were tested on another endostat ii generator and worked fine. Then the active cord and footswitch were hooked back up to the original endostat ii and worked fine. The sensation polypectomy snare was not tested. The reason for original failure to deliver energy is unknown. On (B)(6), 2010, the patient called the physician complaining of pain and was instructed to make an appointment with the physician, but saw the primary care physician instead. The patient was admitted to a hospital on (B)(6), 2010 (the hospital is unknown and is different from the clinic where the original procedure was performed). At the hospital, another colonoscopy was performed, and it was discovered that the site was "oozing minimally", but a transfusion was ordered anyway. The site was cauterized, injected with epinephrine and clipped. The patient was discharged on (B)(6), 2010. The complainant was adamant that there was no problem with the cutting function of the cold sensation polypectomy snare or with the function of the resolution clips and that the patient's subsequent condition was very likely due to his failure to discontinue plavix and aspirin.